Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the surgeon believe that ethicon product mersuture suture caused and/or contributed to the adverse events described in the article, specifically: infection?

Event description:
It was reported in a journal article that a patient underwent sacral colpopexy and possible subtotal hysterectomy on an unknown date between january 2007 and january 2013 and suture was used to fixate the mesh to the promontory. Post operatively, the patient possibly experienced spondylodiscitis, infection and may have been treated with long-term antibiotic therapy. The patient may have had an additional procedure with traction and dissection to the suture for removal. Additional information has been requested.